Event description:
Boston scientific received information that the patient attended a clinic due to symptoms of severed nausea and a lump in the throat that began shortly after the device was implanted. All lead parameters were normal besides the right ventricular sensing which had fluctuated since the implant. There was also frequent ventricular ectopic beats, but no evidence of ventricular undersensing. The physician alleged that due to the low r waves a possible lead dislodgment could not be ruled out. A review of the lead was booked. No adverse patient effects were reported.

Event description:
Additional information received noted that this lead was repositioned as the lead had dislodged. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.